Event description:
End user reported that the anti-tippers on her (B)(4) power chair are too far away from chair. She feels the anti tippers are causing her to get caught up with other objects, the right side tipper allegedly got caught and broke on one of her parrot's cages pulling it onto the other parrot's cage knocking them over. End user is a double amputee and has one arm, user alleges that she dislocated her shoulder trying to pick up the cages. User also stated that she has not seen a doctor but feels she has a torn rotator cuff and sore neck from trying to pick up cages. She only has one arm so using it is difficult due to alleged injury. No medical attention was sought even though the user feels that she dislocated her shoulder and has a torn rotator cuff.